Event description:
The pump was returned to the biomedical engineering department with an unsighen note that stated "broken". No tracking info was provided, therefore, specific pt info, pump programming, or event detials were not available. During testing at the user facility, the device delivered a measured volume of 91ml instead of the expected 100ml. Delivery accuracy for this device requires delivery of +/- 5% of the set amount. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.